Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his spouse found him twice unresponsive. Customer stated his blood glucose was in the 30 mg/dl range. First time he was found unresponsive it occurred after he started on the new insulin pump. Around end of may or beginning of (B)(6), customer was not sure of the exact date. Customer did not recall exact blood glucose level. The paramedics were called and they administered him a glucose shot and blood glucose went up. Second event occurred a little over a month ago. Customer stated his blood glucose was down in the 30 mg/dl range when he was sleeping. The paramedics were called. Customer was unable to provide specifics on events because he didn't recall them. Customer declined troubleshooting the device because he did not feel there was an issue with the device. No further information reported.